Event description:
The customer contact reported the patient received less medication than intended. The pump was programmed to deliver taxol (.58mg/ml) at a rate of 180ml/hr and the deliver was started. No further programming parameters were provided. The nurse stated that the delivery took approximately 30 minutes longer than expected to complete. There were no reported adverse patient effects. No medical interventions were required. The device was removed from clinical service when the delivery was compete. During testing at the user facility, the device "delivered as expected" during a "routine" delivery accuracy test; however, when tested at a higher delivery rate, the device delivered less than expected. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed.